Event description:
During the procedure, the doctor found the guidewire bent. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc for analysis. The catheter was intentionally severed and showed evidence of use. Visual inspection of the catheter revealed no obvious defects or anomalies. The catheter length from the juncture hub to the severed end measured 127mm which is not within the specifications of 207-227mm per the catheter product drawing. This indicates that at least 80mm of the catheter were severed and not returned for analysis. Dimensional inspection of the guide wire could not be performed as it was not returned for evaluation. The catheter was functionally inspected per the instructions for use (IFU) provided with the kit which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory 0.826mm diameter guide wire was attempted to be threaded through the distal line of the catheter. Some resistance was encountered while threading the guide wire through the catheter. Upon further inspection, a significant blockage caused by dried biological material was discovered inside the catheter body. While attempting to remove the blockage, the distal extension line was partially separated from the luer hub. The blockage was then successfully removed and the lab inventory guide wire was able to thread through the catheter with minimal resistance. Functional inspection of the guide wire could notbe performed as it was not returned for evaluation. A device history record review was performed on the guide wire with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use could not be confirmed through examination of the returned sample. The guide wire was not returned for analysis. The returned catheter met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The root cause for this complaint cannot be determined without the guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the doctor found the guidewire bent. No patient harm reported. The device was replaced. The patient's condition is reported as fine.